Manufacturer narrative:
Continuation of concomitant products: 4076-58 lead, implanted: (B)(6) 2011; 4296-78 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple inappropriate shocks for what the cardiac resynchronization therapy defibrillator (crt-d) determined to be ventricular episodes which appeared to show t-wave oversensing (twos) from the right ventricular (rv) lead. Additional information has been requested but is not available at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated reprogramming took place as a result of the event. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.